Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that the initial implant of this right atrial lead was very difficult. At a post operative check one day after implant, it was found to have dislodged. The lead was successfully repositioned and remains in service. To date, there have been no additional adverse patient effects reported.